Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range pacing lead impedance, exit block and loss of sensing were observed. The lead was capped and the device replaced with a dual chamber pacemaker. There were no reported adverse consequences to the patient.